Manufacturer narrative:
(B)(4). The insulin pump passed displacement test, self test and p-cap/reservoir does lock properly. History/trace downloads were successful using thump software. Pump error 54 (file number = 6908, line number = 57584), esf#: esf3470387, was present in the history download on event date of (B)(6) 2022 05:28:29.000 due to a hardware defect. The electronic assemblies were inspected, and no anomalies noted. Pump was cut open to perform visual inspection and found¿ evidence of moisture damage¿on electronic circuit board 2 and the motor. The following were noted during visual inspection: pillowing keypad overlay, keypad overlay texture damage, dried insulin - motor slide, scratched case and damaged display window cover. Pump error 53 confirmed, isolated to the electronic stack. Moisture damaged noted on electronic circuit board 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Fill cannula was recorded in daily history. Customer stated that the insulin pump passed self test. No harm requiring medical intervention was reported. Troubleshooting was performed. The insulin pump was returned for analysis.